Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as a conduit in a device during the endovascular treatment of a patient. It was reported that during the index procedure, after completion of the evar procedure, foreign material was noted to adhere to the sheath upon its removal from the patient's body. It was also noted that the foreign material did not come from the patients body. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Two dilators were returned for analysis. There was no damage observed to the dilators. There was no foreign material observed on the dilators. If information is provided in the future, a supplemental report will be issued.